Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device showed an ECG bias error in the status log four times during attempted therapy. The user needed to use another device to complete therapy. Additional details have been requested. As the clinician determined they needed to provide therapy, we cannot rule out that an additional clinical action was needed to prevent serious injury. We are considering this to be a serious injury at this time.